Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient's partner reported that the patient experienced inaccurate cgm values 6 days after the sensor was inserted in the arm. On (B)(6) 2024, the reporter stated that the patient was really feeling low. The patient was dizzy and was feeling confused and almost fainting. The partner stated that the cgm by that time was dropping low below 50 mg/dl, but he could not remember the specific cgm value. He checked the patient's bg, it was much lower than the cgm reading, although the partner did not remember the specific bg value. The reporter stated that he gave the patient some soda and assisted her in the chair. A few minutes after treatment, the patient's sugar went back up and the patient was feeling fine. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.